Event description:
It was reported that a patient underwent a surgical procedure and suture was used. The needle broke during dispensing. It was reported that there was no patient consequence.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The customer reports the following possible batch number: dc8cprp0. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual sample is a folder with still wound suture, a separate needle which shows a broken barrel end and a broken off piece of the needle barrel end. Conclusion: representative samples were returned and a visual inspection of the sterile needles found they had damaged swaging areas.